Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 209,150 joules. The cap was subsequently retrieved. No pt injury occurred. The device was not returned to american medical systems for eval.